Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The hcp clarified what was meant by ¿battery wire disconnected¿: from an operative note on (B)(6) 2016, examination of the pump catheter demonstrated a break in the pump catheter segment at the back near the step down connector. The new pump (20 ml) was replaced on (B)(6) 2016. The registered nurse (rn) from the company who provides rn¿s to refill the pump at the patient¿s home, noted the pump malfunction with the device readout ¿safe state¿. The pump status after update on (B)(6) 2016 at 15:31 showed the pump was administering lioresal 2000 mcg/ml at 12.2 mcg/day, minimum rate. Logs showed that safe state occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. The pump was returned and analysis found high resistance with the battery. The catheter was returned and analysis found no significant anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000 mcg/ml at a dose of 1497.4mcg/day. The pump¿s indication for use (IFU) was listed as intractable spasticity and cerebral palsy. An alarm was heard and confirmed by telemetry; the alarm was a critical alarm due to low battery reset, safe state. The patient was reported to be ¿a little bit stiffer than usual¿. The pump was going to be replaced and returned for analysis. Additional information has been requested for specific pump drug information, other medications that the patient was taking at the time of the event, medical history, and cause of the alarm. Additional information was received via return product paperwork. The pump and catheter were explanted and replaced on (B)(6) 2016. On (B)(6) 2016, the patient was without symptoms of withdrawal. The pump was programmed to minimum rate mode on (B)(6) 2016 when the pump was noted to be in safe state. Per the print report of the pump interrogation performed on (B)(6) 2016, the first safe state event was noted as occurring on date (B)(6) 2016. Regarding the reason for catheter replacement, break, tear, hole was reported. The catheter was removed due to a break at the spinal area. Patient outcome was not reported. Additional information was received from the health care provider (hcp). The patient¿s other medications included trileptal, trihexyphenidyl, and albuterol as needed. The patient had a medical history of spastic quadriparesis, schizencephaly, intellectual disorder, persistent asthma, and epilepsy. The cause of the alarm, safe state, and low battery reset was noted as ¿pump filled at home by (B)(4).¿ it was also noted that the ¿battery wires were disconnected¿ and there was a break in the catheter. The logs confirmed that the pump was in safe state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.